Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. As received, the electrode belt trunk cable was severed and missing. Additionally, upon investigation trunk cable connector j702 on the distribution node pca was physically damaged, causing the service code. The root cause for the missing trunk cable was physical abuse. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that an electrode belt cable was damaged.